Event description:
The reporter stated, the surgeon attempted to insert an aq2003v silicone three piece lens but the lens tore. There ws no patient contact or injury. The reporter stated, the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.